Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt / check belt gong alarms) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The cause of the constant alarms and incoming test failure is a lack of driven ground signal. The cause of the lack of driven ground signal is the open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt / check belt gong alarms. The pt was provided with a replacement monitor.